Manufacturer narrative:
(B)(4). The analysis found that one pce45a device was returned in good visual condition and with an ecr45g cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: the analysis found that one pce45a device was returned in good visual condition and with an ecr45g cartridge loaded on the device. The cartridge was received unfired. In addition three cartridge were received. The reload (c and d) were received fully fired. The reload (b) was received fully fired, and was noted to have the cartridge deck damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracotomy/lobectomy procedure, the surgeon had used the stapler and fired it twice using green reloads with no issue. After firing upon the bronchus, the surgeon reported the bronchus was wide open after opening the stapler. The surgeon over sewed to correct the problem. The stapler was not used again and another was not opened. Procedure was completed with no adverse patient outcomes. It is unknown specifically which reload had the issues. The surgeon stated some of the staples formed while others did not. The surgeon over sewed where staple line was intended to be. There were no adverse consequences for the patient.